Event description:
Health care professional reported injecting a patient with smooth in the temples. The patient experienced difficulty closing their jaw, headache, and dizziness. This is likely caused by a compressed artery in the temporal area. Database reference number: (B)(4). Additional comments: (B)(4). Evolus acknowledges the lateness of this report and has opened an internal investigation capa25002.